Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's reservoir had leak between rings and had air bubbles. Customer's blood glucose was 156.6mg/dl at time of incident. Reservoir was not to be return for analysis.